Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for evaluation. The reported difficulties could not be confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 2.0x15 mini trek met resistance during advancement on the non-abbott csi wire and the balance middle-weight (bmw) wire. The mini trek did not reach the hemostatic valve before it was decided to remove the mini trek from the guide wire. The mini trek was difficult to remove from the guide wires as well. There were no adverse patient effects. A non-abbott balloon was used to complete the procedure. Both the csi wire and bmw wire were successfully used with other devices in the mild to moderately calcified left circumflex ostium. No additional information.